Event description:
It was reported that when an asymptomatic patient presented in clinic for routine clinical follow-up, post-paced t-wave oversensing was observed. Programming changes were made.

Event description:
New information received notes post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. The patient was asymptomatic.